Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate therapy for supraventricular tachycardia with rapid ventricular response. Programming changes were made, and issue was resolved.